Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving sufenta (30.0 mcg/ml at 17.580 mcg/day), bupivacaine (5.0 mg/ml at 2.9301 mg/day), and lioresal (125.0 mcg/ml at 73.25 mcg/day) via an implantable pump for an unknown indication for use. It was reported the pump had multiple motor stalls since (B)(6) 2020. All motor stalls recovered within 1 to 2 hours. However, on (B)(6) 2020, the pump motor stalled again at 19:00. Until the time of the report, the stall had not recovered. The patient did not have an MRI scan that caused the motor stall. It was indicated the pump would be replaced on (B)(6) 2020. Additional information was received. As the patient did not show any withdrawal symptoms and the situation in the hospital was not optimal for the moment (covid) the doctor decided to send the patient back home, although initially the patient was planned for a replacement on (B)(6) 2020. The patient would be monitored at home and would come back to the hospital in a week. There were no reported symptoms. Further complications were not reported. A session report from (B)(6) 2020 at 14:14 was provided. The pump was currently stalled. Pump logs indicated stalls occurred on (B)(6) 2020 at 12:39 with a recovery at 12:52, at 20:32 with a recovery at 21:37, and on (B)(6) 2020 at 18:59 with no recorded recovery. Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative. On (B)(6) 2020, the hcp tried to recover the pump by interrogating it several times without success. The issue was not resolved. The pump was implanted but out of service. The pump would be replaced in the future; surgical intervention was planned, but not scheduled. The issue was not resolved. The patient status was alive - no injury. There were no external contributing factors reported.